Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker did not trigger eri at the eri battery voltage. This could be due to the tolerance associated with the programmer's battery voltage. The generator will be replaced for eri. There was no patient consequences.